Event description:
It was reported that a patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain, stiffness and arthrofibrosis. As a result, approximately 1.5 months post-surgery, the patient underwent manipulation under anesthesia. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: 02-020-11-0230 - truliant ps cem fem ps cem left sz 3: (B)(6), 02-022-44-3013 - truliant tib imp psc insert sz 3, 13mm: (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t: (B)(6), 200-07-29 - advanced patella 29m 3 peg implant: (B)(6), 201-78-25 - small headed sharp pin, 1 1/8" 4 pack: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. A review of complaint history determined that no further action is required as no trends were identified. The reported mua due to stiffness, arthrofibrosis and pain cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.